Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing overly loud sound and loss of lock. Device testing revealed results within normal limits. Programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode array was severed, as well as sliced silicone and tool damages to the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of no lock could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. This device passed all the tests performed. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.